Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. However, a video provided by the customer showed blood leaking at the point where the heparin line connects to the red "t" connector. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. The reported event was confirmed based on the provided video.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a minor combi set blood leak occurred approximately five minutes into a patient¿s hemodialysis (hd) treatment. The location of the blood leak was reportedly ¿between the end of the blood pump segment and the attachment of the heparin line [connection]¿. A video provided by the reporting facility showed blood leaking externally from the arterial (red) side of the bloodline. There was no defect or damage observed on the combi set, and there was no leak noted during the priming phase. The machine, a fresenius 4008s, did not alarm. It was unknown what type of dialyzer was being used. Blood test strips were not used. The patient¿s estimated blood loss (ebl) was approximately 1 ml. It was confirmed that there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed treatment after being re-setup with new supplies on the same machine. The combi set was not available to be returned for a manufacturer evaluation as it was reportedly discarded.